Event description:
It was reported that the tyvek was found to be ripped. No patient involvement.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Photograph review. We were unable to analyze the package utilized in the reported event, as the package was not returned to us, we have reviewed related attachments and documented the circumstances as they were reported to us. The photograph was submitted; the tyvek lid represented in the picture appears have damage very minor tyvek lift from dull knives/rough cuts at the peel-tab edge of the package. The damage to the surface of the tyvek is at the edge of the package on the flange and did not appear to compromise the sterility of the product. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.